Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including device implantation and hernia repair on (B)(6) 2016. Patient was doing well for about 8 months and then had recurrent reflux symptoms with moderate dysphagia and took double dose ppis. Patient had linx device removed due to ongoing gerd symptoms on (B)(6) 2017. The device was found in the correct position/geometry at the time of removal. A fundoplication was performed immediately after explant.